Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual device was not received for evaluation. Performance data collected from the device showed low telemetered battery voltage. On (B) (6) 2010, the battery voltage with telemetry was 2.5v and the daily measurement was 2.81v.

Event description:
It was reported that the battery voltage measurement in office was 2.5v and the nightly trending for the past 14 days was 2.81- 2.86v. The device remains in use. The device will be monitored every 3 months and the patient will continue with normal follow-up. No patient complications were reported as a result of this event.